Event description:
Note: this manufacturer report pertains to the second of five devices that were used during the same procedure. Refer to associated manufacturer reports #3005099806-2008-04556, #3005099803-2008-04557, #3005099803-2008-04558, and #3005099803-2008-04555 for a description of the other devices. It was reported to boston scientific corporation on august 14, 2008 that a resolution clip was used during a esophagogastroduodenoscopy (egd) procedure in 2008 for treatment of active bleeding. According to the complainant, the clip successfully deployed. However, hemostasis was not achieved. The procedure was completed using another resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The july 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.